Event description:
It was reported that channel 1 of a flogard infusion pump did not function. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of an insert slide clamp alarm. The reported condition was confirmed as the insert slide clamp alarm. The cause of the insert slide clamp alarm was determined to be an inoperative/defective slide clamp sensor. To correct the condition, the safety slide clamp was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.